Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 5. The home patient (hp) indicated that there were 4 bags connected to the unit, with solution in the final bag only. Both the patient and solution bags were connected to the unit at the time of the alarm. The technical service representative (tsr) cycled power to the unit and cleared the alarm. The patient completed therapy with manual supplies. There was patient involvement, with no associated patient injury or medical intervention.